Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) found an error during message processing. While handling a storage space message, the system encountered an invalidoperationexception indicating that a sequence contained more than one element, which caused the download message processing to fail. The tss checked on the server on which drawer was causing the issue. A tss assisted the user to perform a device synchronization by following the steps in knowledge article "sync 2.0 download failure sequence contains more than one element duplicated pended medication". The customer completed the device synchronization, and normal operation was restored. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es m4a was not communicating with the server and was in disconnected mode. The customer rebooted the device several times however, there were no delays, adverse events or injuries reported based on this event.